Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for exhalation obstruction. The ventilator device got checked and ran successfully through the service software and functional checks before released for usage again. Then the ventilator device alarmed again for exhalation obstruction. This occurrence was noticed during patient ventilation. The intermittent exhalation alarm was observable both visually and through hearing. No device log files were provided to hamilton. There is patient involvement. It occurred during patient ventilation. There was need for medical intervention reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for exhalation obstruction. The ventilator device got checked and ran successfully through the service software and functional checks before released for usage again. Then the ventilator device alarmed again for exhalation obstruction. This occurrence was noticed during patient ventilation. The intermittent exhalation alarm was observable both visually and through hearing. No device log files were provided to hamilton. There is patient involvement. It occurred during patient ventilation. There was need for medical intervention reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.